Manufacturer narrative:
This report is filed on november 08, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site and was treated with antibiotics (type and date not reported). Post infection the patient was diagnosed with meningitis on (B)(6) 2016. The following additional information was received regarding the episode of meningitis. Etiology of deafness - the patient has no history of cochlear malformation or reported craniofacial malformations; there was no previous history of meningitis and no reports of csf leak; the patient did not receive pre-implant immunization; it is unknown if perioperative antibiotics were administered; it is unknown if receiver-stimulator well was drilled into dura; the meningitis episode occurred within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis; prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity; the patient did not have a prior upper respiratory infection or otitis media prior to meningitis; the patient's cultures revealed (B)(6) in wound. The patient was hospitalized for a duration of 6 days (date not reported) and was successfully treated with IV antibiotics (vancomycin and cefepime). The implanted device remains.